Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that the unit has an oxygen leak. It is currently unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-05274 is the correct report and is the primary complaint. MFR report#: 2031642-2021-00071 has been identified to be a duplicate and should be nulled.

Manufacturer narrative:
The customer reports that the failure persists and that the part has arrived for onsite intervention. The international service engineer replaced the gas delivery system (gds) to resolve the reported issue. The unit was functionally tested and successfully passed all testing. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.